Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product becomes available the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient was put on a ventilator after tracheostomy, and during mechanical ventilation, the tracheostomy tube balloon leaked, and the ventilator alarm appeared, the tidal volume was insufficient, and the balloon pressure was insufficient. The patient was given a timely replacement of the tracheostomy catheter. There was patient involvement, and no patient harm/adverse event reported. The sample is not available for return as the product has been discarded by the hospital.